Event description:
It was reported that customer experienced fluctuating blood glucose (bg) levels of 37 mg/dl and 423 mg/dl. And "was found unresponsive in [their] bed". Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Additionally, the customer alleged that the pump delivered a bolus that the customer did not request. Tandem technical support (tts) reviewed the pump logs and determined that the pump functioned as intended and customer requested a bolus and performed a pump override to confirm the bolus request. Customer went to the emergency room and was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged the following day with the issue resolved and no permanent damage. Tts educated the customer on insulin labeling.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.